Event description:
The customer returned the product for cassette latch was loose, and the lens was damaged, during device analysis, a defective upstream occlusion sensor and latch/lock were identified. There was no patient involvement.

Manufacturer narrative:
H3: one device was returned for analysis. The service history review identified no previous history. The customer issue was confirmed through the latch/lock test. The root cause of the issue was unknown. Upon further investigation, a defective upstream occlusion sensor was identified. The latch/lock sensor and uso sensor were replaced. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.